Event description:
While investigating a (B)(6) female patient's electrode belt for an unrelated issue, a reportable problem was discovered. The cable connecting the distribution node (dn) and ECG "c" was cut. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the cable connecting the distribution node (dn) and ecd "c" was cut. Two wires inside of the cable were severed. The root cause for the damage was physical abuse. No adverse event resulted from the damaged electrode belt cable. The patient received a replacement electrode belt.